Event description:
Pump malfunction, serial (B)(4). Pt reports pump emptied at much higher rate than normal. No adverse events due to pump malfunction. Device available for investigation. We replaced device. Backup device used while waiting for replacement device. No adverse events due to pump malfunction. Device available for investigation. We replaced device. Reported to (B)(6) by pt/caregiver.